Manufacturer narrative:
Bottle 5 (ethanol) was removed from the instrument for 7 seconds at 19:57 p.m on (B)(6) 2014 in response to information displayed in association with an error code. The period for which bottle 5 was removed is insufficient time to complete manual replacement of the reagent. The properties of the corresponding reagent station were reset, which set the concentration to the default value of 100% configured in the reagent types definitions, and reset the number of cassettes and the number of cycles and days to zero. However, the actual concentration of the reagent in bottle 5 which was used for the final dehydration step of the "factory 2hr xylene standard" protocol started in retort b at 23:16 p.m on (B)(6) 2014 remained unchanged at 81.8% because, the reagent had not been replaced. The minimum final reagent concentration for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of the reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause for the sub-optimal tissue processing reported was a use error involving failure by the user to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris 11 user manual, which occurred prior to commencement of the affected protocol.

Event description:
On (B)(6) 2014, leica biosystems received a complaint regarding sub-optimal processing of tissue samples, using peloris tissue processor. The laboratory reported that tissue samples failed to infiltrate paraffin correctly. On (B)(6) 2014, a leica field support specialist (fss) provided telephone support to the laboratory in association to this complaint. The laboratory provided the results for the ethanol concentration in bottles 3-10 inclusive, which was measured using a hydrometer. The variance between the measured concentration and that calculated by the instrument software was acceptable with the except for bottles 5, 6 and 10. The measured ethanol concentration was 89%, 97% and 100% respectively; and the corresponding calculated concentration was 100%, 89% and 93% respectively. On (B)(6) 2014, leica biosystems received information from the laboratory that all tissue samples exhibiting sub-optimal processing were diagnosable.